Event description:
It was reported that during implant attempt, the lead was too large for the vessel. The lead would not seat well and dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : no anomalies found. Full lead was returned and analyzed.